Event description:
It was reported that the patient was reprogrammed a month ago and since then had other problems. The patient stated that when he went to ¿#2 the stimulation for his leg and feet¿ it felt weird, he had pain, and it felt like the stimulator was not working. The patient also stated that when he was taking a shower and he tilted his head back to get under the shower head he got overstimulation, high frequency, and it was uncomfortable. The patient noted that he turned stimulation up and could not walk very far. The patient had a loss of therapeutic effect and stated that ¿realistically¿ it was a mistake to have the implant because it could not get to his toe directly. The patient stated that he could not reach for things because it felt like he was ¿sticking his hand in a wall socket¿ and got overstimulated. The patient noted that if he reached for anything, he got zapped and an electrocution that was ¿soft but irritating.¿ this occurred when he reached to hang a towel in the shower and he could not reach for a box of cereal. The patient mentioned that his healthcare provider (hcp) was cutting down on his medication and told him to get the device reprogrammed. The patient asked if reprogramming would help, but did not think so himself. The patient noted that he was on opiates for eight years and hated it. About two and a half weeks later, it was reported that the patient still had concerns regarding his device or therapy, but had sought further help. The patient had an appointment on (B)(6) 2013 and possibly more, but was not sure. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).